Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was used as an accessory device in the endovascular treatment of a 52mm abdominal aortic aneurysm. It was reported during the index procedure, touch up was performed on the distal region of a endurant limb, after an angiography was performed touch-up was performed again and the balloon subsequently burst. As per the physician the cause of the event was possibly user error and it was reported that the balloon may have been used excessively to touch up. No additional clinical sequalae were provided and the patient is fine.